Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_ascenda_cath, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient in italy receiving in trathecal compounded baclofen via an implanted pump. The baclofen concentration and dose were not initially available to the reporter. The baclofen lot number was not obtainable. After the pump was replaced, approximately two months prior to the date of this report, the patient "didn't feel fine". The infusion system was checked and was "ok" (not further specified). This pump was implanted on approximately (B)(6) 2015. On approximately (B)(6) 2015, the patient experienced abstinence symptoms. Regarding interventions, "none" was reported. During a follow up visit performed (B)(6) 2015, there were no more symptoms of abstinence. The issue was resolved at the time of this report. The next pump refill was planned to occur on (B)(6) 2015 when more information could be obtained. The patient status at the time of this report was alive - no injury. The pump remained implanted/in service and no surgical intervention was planned. Additional information was received from a manufacturer representative reporting that the type of catheter was an ascenda catheter but in the programming there was a legacy catheter noted. The patient's pump contained baclofen 2000 mcg/ml (700 mcg/day). Before the baclofen replacement, the daily dose was 350 mcg/day. The pump logs were "okay". The residual volume expected was 1.6 ml and the actual residual volume (volume effective) was 2.5 ml. The patient had rigidity during the night. The physician programmed the dose to 800 mcg/day of daily dose. The cause of the increased spasticity was not identified and the device was functioning normally. Interventions included increasing the daily dose. Additional information was requested regarding the patient's indication for use and the serial of the physician programmer. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015, additional information from the manufacturer representative noted that the indication for use of the implanted pump system was cerebral palsy. The physician programmer serial was not available. Should additional information be received a supplemental report will be filed.